Event description:
During a follow up call, a pd registered nurse (pdrn) reported the patient's pd catheter (not a fresenius product) was found to be non-functioning and required intervention (specifics not provided). As of (B)(6) 2022 the patient remains hospitalized. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).